Manufacturer narrative:
The revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, inclusion of the polyethylene in the packaging recall or any combination of these possibilities. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. D1: corrected. H6: corrected health effect and investigation clinical codes.

Manufacturer narrative:
Concomitants: (B)(6) 200-03-32 - one peg patella 32mm, (B)(6) 200-04-33 - cemented finned tib. Tra sz 3f/3t, (B)(6) 230-02-03 - optetrak asy, cr cemented femoral, sz 3. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a 67 yo female patient underwent a left knee revision procedure approximately 12 years 6 months post the initial procedure. The surgeon indicated the patient required a poly swap. On the day of surgery, upon explantation, the cr poly was removed and found to have medial wear and delamination. The patient has bilateral cr knees and both knees have liners and patellas on the recall list. Doctor was informed and patella was also removed. Crc liner was reimplanted along with patella. There were no surgical delays or device breakages during the event. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available as the hospital will not release them. Device images were provided. No further information.